Manufacturer narrative:
Correction: disregard the initial report MFR report # 2016493-2025-76400. After further review of the file it was determined that this file is not a reportable complaint and the MDR was submitted in error.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement.